Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-13970nr kingfisher suture retriever welds were broken and move in and out. There was no information of case involvement. Additional information was received on 7/19/2024: this occurred during use in an acl reconstruction procedure on (B)(6) 2024. A photo attachment shows the gap that is not supposed to be there and causes the tip to slide. The case was completed with another retriever ready and with no case delay reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Manufactured date 2020.